Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The patient had difficult chicken wing anatomy requiring multiple partial recaptures of the device. A small pericardial effusion was noted at the end of the unsuccessful procedure as release criteria was not met. The patient became hypotensive in recovery post procedure. A pericardiocentesis was performed draining 300cc of blood and the patient is now stable and doing well. The patient was kept overnight for observation and is expected to make a full recovery.

Manufacturer narrative:
B5: updated.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The patient had difficult chicken wing anatomy requiring multiple partial recaptures of the device. A small pericardial effusion was noted at the end of the unsuccessful procedure as release criteria was not met. The patient became hypotensive in recovery post procedure. A pericardiocentesis was performed draining 300cc of blood and the patient is now stable and doing well. The patient was kept overnight for observation and is expected to make a full recovery. It was further reported that the patient did well and was discharged without further incident on (B)(6)2022.